Event description:
"S/p b subgland infra gels unknown size/type/MFR - no records, pt thinks surgitek) in 1976 for augmentation. Reports in recent years they have softened, drooped and become painful as well as smaller no h/o trauma c/o several years progressive systemic sx's including: myalgias (plus am stiffness)/arthralgias, paresthesias/dysesthesias, adenopathy, fevers, hot flashes/sweats/memory loss, sicca, hair loss, rashes, sens, skin tightening, hypertension, increased cholesterol, wgt fluctuations, gi/gu distrub, and dyspareunia. Pt is otherwise healthy."